Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. On an unspecified date/time, the patient reported obtaining blood glucose readings of "519 mg/dl" with the subject meter and "267 mg/dl" on another device (onetouch basic), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The cca noted that the patient manages her diabetes with insulin (self adjuster). It is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged inaccurate result. The patient denied developing symptoms; however, reported that she was treated with IV glucose by an hcp on (B) (6) 2010 at approximately 3:15am. The patient claimed her blood glucose was "22 mg/dl" when tested with a paramedic/emt's meter. It would have been helpful to know when the patient had last tested with the subject meter and what result was obtained prior to the onset of symptoms. At the time of troubleshooting, the cca walked the patient through a control solution test and noted that the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp injury after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.